Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fractured lead. To date, there was no known intervention. The lead remains in service. No adverse patient effects were reported.